Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no damage to the suction channel. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of endoscope] 1. Visually and by hand, check that there are no large scratches, deformations, loose parts, or other abnormalities on the external appearance of the control panel or scope connector. 3. Cracks, dents, bulges, edges, scratches, protruding metal wires from the inside, projections, sagging, deformation, bending, adhesion of foreign matter, falling off of parts, etc. Visually check that there are no abnormalities in the [suction check] 1. Depress the suction button. Visually verify that water is being sucked into the suction bin. [Inspection of forceps channel] 1. Insert the treatment instrument through the forceps plug, and check visually and by hand that the treatment instrument comes out smoothly from the suction/forceps opening at the tip of the endoscope and that no foreign matter is expelled. 2. Visually and by hand confirm that the instrument can be pulled out smoothly from the forceps stopper." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope forceps mouth brush gets caught. It is unknown when the event occurred. There is no report of patient or user harm associated with the event. Subsequently the device was evaluated and it was discovered foreign matter in the suction tube. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The customer returned the device for evaluation with concerns of the cleaning brush gets caught. Upon inspection it was discovered that the suction tube in the universal cord had foreign objects. This condition was due to insufficient cleaning. Additional findings are as follows: (a.) Due to wear of angle wire, bending angle in up direction does not meet the standard value, (b.) Due to wear of angle wire, the play of up/down knob is out of the standard value, (c.) Adhesive on bending section cover or distal end had a chip, (d.) The channel tube had a scratch, (e.) The plastic distal end cover had a scratch, (f.) The connecting tube had a scratch, (g.) The scope connector cover unit had a scratch, (h.) The scope connector had a scratch, (I.) The protector of the universal cord on the scope connector side had a scratch, (j.) The universal cord had a wrinkle, (k.) The universal cord had a scratch, (l.) The image guide protector had a scratch, (m.) The forceps channel port was shaved, (n.) The grip had a scratch, (o.) The suction cover had a scratch, (p.) The switch box had a scratch, (q.) The switch button 4 had wear, (r.) The lock engagement knob had a scratch, (s.) The control unit had a scratch. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. There was no delay/time lag between the end of clinical use and the start of pre-cleaning. The customer aspirated water through the instrument/suction channel. The endoscope was immersed in the detergent solution. The customer wiped/ brushed the instrument channel outlet with clean lint-free cloths, brushes, or sponges. The customer brushed the instrument channel, instrument channel port, and suction cylinder. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.